Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that a material issue with the digital visual interface (dvi) cable that was used in conjunction with the subject device (sys-5100) was faulty. If this cable is not shielded properly, it will cause the image to be grainy. However, a root cause of the reported event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported that while using the spin vision video processor for bronchoscopy, two h-steri x-large scopes were opened and both had a blurry/hazy image. The user reset the monitor settings to default but the overall image was still off, like there was a film covering the lens. It was stated that it was much worse than typical. The processor was on software version spin-0.00.021. The user tried a third scope, and the system worked as expected. The patient was under anesthesia at the time. The troubleshooting caused a 30 minute delay while the patient was under anesthesia; physician tended to another patient while the troubleshooting was conducted. The procedure was completed as expected and no additional procedure will be needed. This event requires three reports: (B)(6)- spin vision video processor; (B)(6)- h-steri x-large, 6.2 od, 3.2 wc, 10/bx - importer only; (B)(6)- h-steri x-large, 6.2 od, 3.2 wc, 10/bx - importer only. This report is for (B)(6).